Manufacturer narrative:
Two samples were received for evaluation. Visual inspection noted the cannula to be bent out of its original position. The probable cause is due to an adhesion error during application of the infusion site. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that elevated glucose had been noticed the previous night following a routine cassette and infusion site change, the infusion site had been changed again, at which time a bent cannula had been discovered. The event occurred while in use with patient and there was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.